Manufacturer narrative:
(B)(4). D10: cat# 010000664 lot# j7787571 g7 pps ltd acet shell 54f. Visual examination of the provided pictures identified the screw in a bag with signs of use noted under the head. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the surgeon was inserting the screw and metal debris was observed. It was unclear whether the debris was from the screw or the cup. The cup was used however a new screw opened. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.